Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a unintended movement alarm and environmental compatibility problem. The insulin pump had a possible issue with the motor. The customer stated they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No pump error 130 or pump error 43 alarms noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on electrical board. No damage noted on the motor. The motor was tested outside of the device and passed. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, and cracked battery tube threads. (B)(4).